Event description:
In 2009, caller alleged discrepant (accuracy) inr values on the same patient yesterday (and today).

Manufacturer narrative:
On may 27, 2009, the value of > 7.5 was not evaluated because it was not obtained on the same day as the other results. The results of 6.9, 1.9, and 3.6 were obtained on the same day; time elapsed between tests was not given. The values of 6.9, 1.9, and 3.6 give a %cv of 61.51%. This does not meet the precision criterion of 20%. Products are not expected to be returned and no strip lot number was given. Unable to perform further testing at this time. No corrective action is required as no product deficiency was established. As of may 27, 2009, the meter is not expected to return. No further investigation is required at this time.